Event description:
It was reported that four months after the implant date, the cylinders of the inflatable penile prosthesis (ipp) implant eroded through the glans of the penis. The ipp was explanted and replaced as a result. The patient status after the surgery was described as good. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.